Manufacturer narrative:
Findings: pump alarmed due to faulty board. Pump received with cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
A customer' parent reported via phone call indicating that the customer's insulin pump alarmed. The customer's blood glucose level was unknown at the time of the incident. The caller stated the alarmed occurred during the manual prime sequence. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.